Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital staff reported that patient got infections with the purewick female external catheter. Despise having patients using them, especially when it had been used as a resource not doing bladder and bowel training, cause of urinary tract infection, being depended on and lack of hourly rounds and checking patients soiled pads. It not only sucked the living daylight out of skin and causes moisture build up if not placed correctly and too high of the suction, it sucked up bowels also.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: a the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital staff reported that patient got infections with the purewick female external catheter. Despise having patients using them, especially when it had been used as a resource not doing bladder and bowel training, cause of urinary tract infection, being depended on and lack of hourly rounds and checking patients soiled pads. It not only sucked the living daylight out of skin and causes moisture build up if not placed correctly and too high of the suction, it sucked up bowels also.